Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred after the pump got wet. Customer's blood glucose (bg) level was 67 mg/dl; however, the cause was due to being active and not eating enough to compensate for her activity level. Customer addressed bg level by ingesting carbohydrates. Reportedly, the customer had manual injections as alternate insulin therapy.